Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed the charge energy as "???". It was unknown if the ICD check was via programmer or remote transmission. The device remains in use. No patient complications have been reported as a result of this event.